Event description:
This is an initial report. In 2008, zoll circulation received a report that an autopulse resuscitation system was deployed on a pt who had been found on the couch cold, cyanotic, not breathing and with no pulse. Manual CPR was performed before the autopulse was applied. Pt did not resuscitate. No info is available about the condition of the pt prior to the event. According to the reporter, an autopsy found liver, spleen, and lung damage. No rib or sternal fractures were reported. According to the reporter, the autopsy concluded that the autopulse had caused the injuries, but was not implicated as the cause of death. The autopulse and the lifeband disposable used during the event were returned to zoll circulation for eval. Reference medwatch report # 3003793491-2008-00007 for the autopulse info.

Manufacturer narrative:
Zoll circulation has requested contact info for obtaining the autopsy report and making direct contact with the medical professionals and emt crew involved. The autopsy and direct contact will be necessary to complete the investigation. The lifeband was evaluated and found to have evidence of rough handling and potential improper use. The side clips on the cartridge were broken, the belt has evidence of folds, and the belt cover was abraded. Zoll circulation is filing these initial reports because our investigation is ongoing and more info is needed before a conclusion can be made. While internal injuries such as those described can occur with good, vigorous CPR either manual or automatic, the extent of the injuries and the contribution of the device are not known pending the autopsy report and further interviews of those involved. It is unusual that internal injuries occurred with no rib or sternal fractures. Additionally, there is some evidence that the device may have been improperly deployed.